Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of stim working then stopped was unknown. Their current doctor was acquainted with the device unlike prior doctors who had to call in to technicians. They are changing programs periodically and they are journaling dates, testing each programs to find one that works without causing pain, settings, how many number of pads used each day, extreme overactive meds. They didn't know how to change programs. Changed meds and then change the times and still working on it, but [illegible] on change they've seen. They need [illegible] bladder med on 12 hours instead of every 24 hours. They are still working on it.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported as of a week ago their stim was working but has since stopped, allowing leaking to return. Patient has turned stim up and contacted their hcp. Hcp  told them to try a different program but patient doesn't know how to do that or if it is available to them. Call disconnected and agent attempted call back but not successful.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.